Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative on 10-feb-2010 who reported that the patient was experiencing sighs of withdrawal on (B)(6) 2020. The patient had gone to the ER (emergency room) in their hometown. The pump was interrogated in the ER and it was found the pump motor was stalled. (B)(6) 2020 the pump still had not recovered. The environmental, external or patient factors that may have led or contributed to the issue was the patient claimed they were refilled on (B)(6) 2020 and later that day they went to attempt and use their ptm (personal therapy manager) but they got an error code. The code was unknown, but they assume it was a motor stall code. Somehow between their last refill/pump program until and their first ptm usage attempt the pump motor stalled. The diagnostics and troubleshooting performed was the company representative visited the ER on (B)(6) 2020 and interrogated the pump and attempted to restart the pump with no success. The actions and interventions taken to resolve the issue was the pump was replaced on (B)(6) 2020. Saline was in the pump and the patient would be sent to their managing pain physician for dose titration. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Destructive analysis identified the teeth on gear wheel three were worn. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 25 mg/ml at 7 mg/day via an implanted pump for an unknown indication. It was reported the patient experienced withdrawal, increased pain, and was sick to their stomach. A motor stall was reported, and the patient did not recently have an MRI. Considerations of managing the patient via oral medications was reviewed and it was recommended to program the pump to minimum rate mode. Reviewed pump replacement. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the patient said they were refilled on 1/8. Patient stated the alarm started on 1/9 or 1/10. Patient stated he thought it was his cell phone so he didn¿t think anything of it until he was showing withdrawal symptoms on 1/11-1/12 and went to the ER. After calling tech support, they informed the rep that there was nothing they could do to fix the motor stall. The ER doctor advised to put the pump on minimum rate. Patient was given oral medication to combat the withdrawal symptoms and pain and patient was to set up an appointment with managing physician to interrogate the pump again and discus replacement of pump. There were no further complications reported/anticipated.